Event description:
The customer reported continuous sample count outside limits errors involving the access 2 immunoassay system. The customer noted system check failed prior to the event, on (B)(6) 2013. The customer stated patient samples were analyzed only on the event date, (B)(6) 2013. The customer estimated 20-30 patients' results were reported out of the laboratory. The physicians did not question the results as the values correlated with the patients' clinical history. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter customer technical support (cts) advised the customer to reanalyze all patients' samples once system check was acceptable. The customer adhered to the laboratory protocol. Quality control (qc) was within specifications at the time of the event. The customer stated qc failed after the event, on (B)(6) 2013. The customer performed troubleshooting and discovered loose substrate fittings. The customer tightened the substrate cap fittings and performed an acceptable system check. No further issues were reported by the customer. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the loose substrate cap fitting is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.